Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation found that scope image was ok after cleaning the lens. Additionally, the scope had a leak at the bending section cover and light guide tube. The bending section and insertion tube had dents. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The historical analysis for this event confirmed that: there are no product excursions or statistical trends were identified. There are no ncr, scar, CAPA or hha records associated with the historical complaints. No abnormalities were identified in the manufacturing/repair history records. The complaint rate is within the expected occurrence. No abnormalities were identified in the labeling review. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus onsite support specialist reported on behalf of the customer that the entire screen becomes black and shows no images (blackout)-unable to restore on the evis exera iii bronchovideoscope. The issue was found during an unspecified diagnostic procedure. The intended procedure was completed with another similar device. There were no reports of delays. There were no reports of patient or user harm associated with this event.